Manufacturer narrative:
Device evaluation summary: two devices with the same lot number (7515417) were received and analyzed. During the visual examination, a tear measuring 5 cm was observed on the anterior view of the device a, and a tear measuring 9 cm was observed on the anterior view of the device b. Microscopic examination in the tear edges of both devices revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a saline mentor smooth round spectrum 425cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 590cc, catalog number 3505590bc, serial number (B)(4), lot number 7457968 (l) and serial number (B)(4), lot number 7646331 (r) on (B)(6) 2019.